Event description:
Additional information received reported the patient had a lead revision on (B)(6) 2012. The patient continued to feel stimulation and was doing "well."

Event description:
It was initially reported that the patient never had therapeutic effect and has to go every two hours. The patient adjusted parameters on program 2 from 1.8 volts and increased to 2.2 volts. The patient was going to monitor symptom control for several days. Subsequent information received reported that the patient felt stimulation but that it was not helping at all with her symptoms since implant. It was noted that the patient was having a revision on (B)(6). Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# va00hlk, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).